Event description:
Healthcare provider reported a right-side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Visual/photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare provider reported, a right-side rupture. Confirmed via MRI. The device has been explanted and replaced.

Event description:
The device was explanted.